Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.111.501. Lot: 3459513. Manufacturing site: hägendorf. Release to warehouse date: june 14, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the guide block two-colm pl/narrow 6h hd/lt was received at us customer quality (cq). Upon visual inspection, it was observed that the guiding block screw hole internal threads and set screw component external threads were stripped. Due to the worn condition of the screw hole and set screw component, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. The stripped condition confirms the reported device assembly issue. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition.therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the guide block would not thread into the unknown plate. There was no surgical delay reported. The procedure was successfully completed. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) guide block two-colm pl/narrow 6h hd/lt. This is report 1 of 1 for (B)(4).